Manufacturer narrative:
(B)(4). Batch # r5ay02. Device evaluation summary: the analysis results showed that the cs40g device was received in with no apparent damaged and with two reloads present. The cr40b reload was received unfired, with the washer uncut, and with the anvil and washer detached. The cr40g reload was received fully fired, with the washer cut, the drivers exposed and with the anvil and washer detached. The device was tested for functionality with a test reload and it fired, cut and formed the staples as intended. The cut line was complete, the staple line was complete, and the staples were noted to have the proper b-formed shape. The device lockout and the reload lockout were functional. It should be noted that to reload the device insert the new reload into the metal housing and snap into position. The tracks on each side of the reload should be used as guides to align the reload within the jaws of the instrument. When the reload is properly aligned, push the reload into the instrument until it is fully seated. Remove the staple retainer. Check that the reload is held firmly within the jaws. If the reload is removed from the device, whether the reload is spent or not, and if the staple retainer has already been removed from the reload, the reload cannot be reloaded into the device. Please reference the instructions for use for additional information. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. It was reported that the procedure was prolonged 180 minutes. Was there any patient consequence as a result of the procedure being prolonged?

Event description:
It was reported that during a colectomy procedure, the surgeon tried to close the first lever, but did not close well. Then she closed the second lever and the blade went through. However, it remained open because the tissue was not stapled. She tried to shoot a second time, but the stapler did not close properly. The surgery took a lot more time to completed, because she had to correct this manually; with manual suture and staple with echelon. Surgery was delayed 180 minutes. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Date sent: 05/10/2019. Additional information requested and received: it was reported that the procedure was prolonged 180 minutes. Ans:no was there any patient consequence as a result of the procedure being prolonged? Ans:no what is the current status of the patient? Ans:the patient is recovering satisfactorily